Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the insulin pump had bolus anomaly. Customer's blood glucose spiked to over 600 mg/dl, the insulin pump would not deliver bolus. Advised the customer to recheck blood glucose, meter was reading 529 mg/dl. Insulin pump was able to deliver a bolus of 1.7 units. Advised to monitor the insulin pump and report back if issue persists. No further information provided.